Event description:
Reportedly, it was not possible to pair the home monitor because the red light would not stop blinking.

Manufacturer narrative:
- Upon reception, the returned home monitor was tested and the reported issue could not be reproduced: a successful pairing was performed with a test ICD and no rf or back office connection issue was observed. - expertise file analysis revealed that the rf for remote monitoring of the associated ICD was not activated, which explains the reported behavior. - based on the aforementioned information, no issue is suspected with the home monitor functioning.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was not possible to pair the home monitor because the red light would not stop blinking.